Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test and displacement test or verify motor error and no delivery alarm due to broken reservoir tube lip. However, the device passed rewind test, prime or compromised force sensor system test and excessive no delivery test. The device had cracked battery tube threads, missing reservoir tube o-ring. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during priming process. The customer stated that the drive support cap was flush. Customer also reported a no delivery alarm that was resolved by an infusion set and reservoir change. Customer reported that the insulin pump o-ring fell out and the reservoir tube lip was chipped. Customer confirmed that the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The products are being replaced and expected to return for analysis.